Event description:
It was reported that a patient required a revision surgery following a fall-related injury. The patient had previously received a stryker simpliciti humeral component and a perform glenoid component, which were reportedly well-fixed at the time of revision. According to the surgeon, the decision to revise the construct was due to pain and clinical concerns following the accident and was not related to a device issue or device performance. The existing implants were removed and converted to a stryker reverse shoulder configuration successfully.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.